Event description:
It was reported that the device ¿spewed¿ metal shavings into the joint during a shoulder arthroscopy. The pt consequences were described as ¿shavings/debride.¿ it was later reported that the shavings were all picked out and suctioned. The pt was okay. Add¿l info was requested but no add¿l info was received. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned with some dulling to the cutting areas consistent with use, but no indication of missing metal. Upon functional eval, the inner shaft of the device was able to spin freely in the outer with no rubbing detected.